Manufacturer narrative:
This supplemental report is being submitted for an additional finding discovered: foreign objects came out of air water cylinder. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope produced a distorted image. The issue was found during routine maintenance and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to damage on ccd unit, a noise image occurs with no image during angulation in ud directions. Based on the results of the investigation, a definitive root cause could not be identified. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.